Event description:
Surgeons report of a bent i.m. Nail on sign database. Review of x-rays show the distal end of the i.m. Nail was placed in a high stress area of the proximal end of the femur. No indication of product defect.